Event description:
Coil unraveled in non-cordis mc. During coil embolization within the internal carotid artery, one coil was placed. While advancing the second dcs orbit (637mf3575) the coil unraveled as soon as it was inserted into microcatheter (mc) (echelon 14, ev3). The physician retrieved the coil, and competitor's coil (microplex 4 10, terumo) was used and the procedure was completed successfully. There was no adverse consequence to the patient. Continuous flush was maintained within the mc. There was no resistance between the mc & gw. When initially the mc advanced through the vessel, the mc did not kink. Resistance felt at the proximal shaft of the mc, when advancing the second coil. The coil was inspected prior to use and no kink/bend on the delivery system or dents in the introducer noted. It was unk when the unravel coil occurred if it was during repositioning in the mc. The unravel coil was removed as one piece from the mc. There is no information about the target vessel.

Manufacturer narrative:
The product was discarded and will not be returned. Additional information will be submitted within 30 days upon receipt.